Event description:
The patient called animas stating that during the load step the pump was pushing insulin out of the end of the infusion set tubing. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Recall #2531779-03/24/2010/003-r. The pump was returned to animas. Review of the pump history revealed 'no cartridge detected' alarms. The pump was able to be rewound, loaded, and primed with no failures. The force sensor calibration was out of specifications. Contamination was found on the force sensor plate. Unrelated to the complaint contamination was found under keypad button contacts and the battery compartment was cracked at the case seal.